Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough visual evaluation of the distal portion of the lead was performed after it was severed during the removal procedure. No other testing was performed, however it was noted there was nothing visually wrong with the lead that could cause a dislodgment.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after the implant of this lead, a revision procedure occurred due to a right atrial lead dislodgement which was causing phrenic stimulation. During this procedure, it was suspected that the left ventricular lead had partially dislodged, however no remedial action was taken during the procedure as the lead was still in position. However, 3 months after the procedure, the left ventricular lead was noted to be fully dislodged into the atrium. A second procedure was performed to explant and replace the lv lead due to the issue. No additional adverse patient effects were reported.